Manufacturer narrative:
Philips investigated this complaint. According to the additional information collected, the system was not in clinical use at the time of the event. The philips field service engineer (fse) inspected the system on-site and identified that enable movement (enmv) was activated during system startup. Analysis of the log file showed that enable movement (enmv) was active during system startup, which confirmed the reported malfunction. Upon troubleshooting, the fse identified that the enable movement switch was damaged by the customer and was in the pressed state. To resolve the issue, the fse removed the switch and repaired it. After that, the system was returned to use in good working order. The codes were updated based on the investigation outcome.

Event description:
It was reported to philips that the system gave an alert indicating the enable movement (enmv) was activated during system startup which can impact system booting. No harm was reported to philips. Philips has started an investigation of this complaint.